Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic carotid procedure. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was used, but the needles mis-fired and the proglide plunger was unable to be retracted/removed from the proglide device. The foot was retracted/parked. As the device was removed from the anatomy, the needles reportedly grabbed the vessel resulting in vessel damage. Manual arterial compression was held and the patient was taken to surgery. The artery was repaired and hemostasis was achieved surgically. There were no reported adverse patient sequelae. A clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.